Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after it was found in 'fallback' mode during a normal follow-up.